Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that while setting up the medication prior to administration, the male luer was found to be missing. On inspection, it was noted that the male luer was lodge inside the needleless connector. Although requested, additional information was not provided.